Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization due to alleged inaccurate insulin delivery by the spirit combo insulin pump. Her blood glucose results were as high as 20.7 mmol/l the day of the incident. She used pump treatment and parallel pen treatment with short and long acting insulin on the incident day. Finally she disconnected the pump and was hospitalized. She was treated with pen insulin only and her blood glucose level stabilized. The patient admitted to reusing the insulin cartridges up to 5 times. No insulin leakage or error messages were reported. A request was made for the return of the device.